Manufacturer narrative:
(B)(4).

Event description:
A patient with third-degree av block, implanted with a pacemaker, presented to the hospital with dizziness. Interrogation of the device revealed it was not pacing, and lead impedance was high. The lead was intact, so the device was explanted and replaced, and the lead remained implanted.

Manufacturer narrative:
Evaluation summary: upon analysis, the device was found to have no pacing output and high lead impedance. Generally, this is a result of low battery voltage. Analysis indicated that in the field, device was operated in high output mode with high current drain. The overall longevity of the device could be negatively impacted by prolong high pacing output and subsequently caused the battery voltage to deplete sooner than expected. Device voltage is now at eol level. After replacing the battery, test results showed normal device characteristics. Output waveform and all measured data showed normal, fully functional device. Based on the field setting, the battery life is estimated to last approximately 2.4 years. This device was implanted for 1.94 years, which exceeded 75% of the device¿s projected longevity. The battery depletion is considered to be normal.